Manufacturer narrative:
Supplemental report

Event description:
The international customer reported that during preventive maintenance the unit is failing with ventilator alarmed with a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service technician replaced the motor controller board to address the reported problem. The unit passed all testing.

Event description:
Factory analysis of the returned motor controller pcb board revealed an integrated circuit failure that resulted in the reported issue.